Event description:
It was reported by the surgery center director, who advised that the battery reamer drill was broken during the surgery. The scrub tech was handing the battery reamer drill to the surgeon and it dropped and broke. It was advised that the battery casing also broke at the place where it slides into the battery as a result of the instrument dropping to the ground. The surgery center director stated that no harm came to the patient and that the incident caused a few minutes delay in surgery. This report is for an unknown power tool. This report is 2 of 2 parts for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.the manufacture date of this item is unknown.(B)(4)